Event description:
The pt was seen due to a swollen area on her back, she also experienced headache and nausea. The report indicates that the pt had a cerebrospinal fluid leak. The catheter was revised. The pt stated that at the time of her surgery her medication dose was decreased from 160 mcg to 125 mcg (type of medication and concentration were not reported). The pump was used to deliver baclofen.